Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip od was measured and is within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked 507mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 12 x 2.25 promus premier¿ stent was advanced but was unable to cross the lesion due to severe calcification. Then the physician attempted to cross the device through a non bsc guide catheter extension however the distal edge of the stent was caught in the exit port of the guide catheter extension. It was then noticed that the edge of the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that a stent damage was occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 12 x 2.25 promus premier¿ stent was advanced but was unable to cross the lesion due to severe calcification. Then the physician attempted to cross the device through a non bsc guide catheter extension however the distal edge of the stent was caught in the exit port of the guide catheter extension. It was then noticed that the edge of the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).